Event description:
It was reported that dislodgement of the left ventricular lead was noted during follow-up. The lead was capped on (B)(6) 2014 and the physician opted not to replace it. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.